Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient didn't report a complaint against the device. Healthcare professional later confirmed it. Patient later reported "¿my implant rupture". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Previous medwatch submission noted deflation. Healthcare professional later reported "no complaint against the device." Hence rupture is being unreported. Additional, changed, and/or corrected data: b5, h1, h6.

Event description:
Previous medwatch submission noted deflation. Healthcare professional later reported "no complaint against the device."

Manufacturer narrative:
Additional, changed, and/or corrected data: h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening assessed as fold flaw opening. As per the investigation procedures creases and wear abrasion were observed. None of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left side deflation (confirmed by physician). The device has been explanted.

Event description:
Patient didn't report a complaint against the device. Healthcare professional later confirmed it. Patient later reported "my implant rupture". Healthcare professional later reported "no complaint against the device". Healthcare professional later reported "rupture. This record is for the left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b.5., d.6b., h.6.